Event description:
It was reported that this implantable electrode was returned without any performance allegations, and visual inspection noticed an insulation damage. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The product was returned intact, not severed. Visual inspection noticed dents in the sense b ring and insulation separated from the proximal coupler with along with stretched coils. Setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The laboratory analysis concluded that outside of an integrity damage on the electrode, no performance issues were found.